Manufacturer narrative:
Analysis of the siderail, found the siderail failed due to a broken weld.

Event description:
Alleged the siderail has broken off of the bed. A replacement siderail was sent to the facility to repair the bed.